Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The 3rd follow-up: (B)(4) contacted the affiliate via email to request the following information: please indicate which portion of the proceed ventral patch (product pvmp) came away, for example was it the straps or the suture loops? Will the device be returned in it's entirety, even is not one piece? Procedure being performed when the difficulty occurred? Procedure date if available? Device lot number?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. During the procedure, when the mesh was placed inside the abdomen, the surgeon had to remove it due to one of the longer ends of the mesh came away. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please indicate which portion of the proceed ventral patch (product pvmp) came away, for example was it the straps or the suture loops? Strap. Procedure being performed when the difficulty occurred? Open ventral patch repair of umbilical hernia. Procedure date if available? (B)(6) 2017. Device lot number? Unknown.

Manufacturer narrative:
A used device of product code pvpm was returned for evaluation. During visual inspection of the sample it was observed body fluids on the mesh; also one strap was broken and the other was damaged in a corner. In addition, there are several fragments of the pds base plate present, indicating significant degradation. The partial separation of the straps at the welding with the load ring may occur during handling and does not have any effect on the product properties and functionality. During insertion, be certain to avoid kinking the patch (e.g., by using clamp or extensive folding/rolling etc.). Once the mesh patch has been inserted through the defect, manipulate the strap carefully to facilitate proper positioning of the patch. Pulling carefully on the suture loops allows the mesh patch to flatten itself against the abdominal wall. The assignable cause suggests an improper handling of the sample.